Manufacturer narrative:
(B)(4): additional information received 4-22-2017 indicated that a potential ileostomy may be performed. Submitted on e2001015 summary report on 4-30-2017. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a pediatric rectal/ileum procedure, the stapler misfired three times while being used transanally. While creating the anastomosis, the staples completely deformed, "like butterfly". The staple line was incomplete. To correct the issue, the staple line was over sewn. This extended surgical time by 30 minutes or more. To correct the issue, an additional operation to create an ileostomy may be performed. No unanticipated tissue or blood loss. Patient status is good.